Manufacturer narrative:
Product analysis: damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield braid were found to be fully opened and damaged. No other anomalies were observed. Testing/analysis: the pipeline vantage shield device was pushed out from introducer sheath without any issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device for an unruptured saccular aneurysm located in the left internal carotid artery, a pipeline did not open at the proximal end. The aneurysm had a maximum diameter of 3.9 millimeters and a neck diameter of 3.2 millimeters, with a landing zone artery size of 3.6 millimeters distal and 4.6 millimeters proximal. The vessel tortuosity was moderate. The device was resheathed around four times but did not respond as expected, with the failure to open occurring after more than 50% of the device was deployed. The pipeline was not positioned in a bend, and no other steps were taken to open the device. The pipeline was removed from the patient and resheathed and removed with the microcatheter. The pipeline was replaced with another of the same measurements, which also did not open proximally. A pipeline of a different size worked fine. Dual antiplatelet treatment was administered, and the angiographic result post-procedure was successful. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID ped3-027-450-25 (b730899); implant date n/a; explant date n/a; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.